Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing of atrial events. The lead also exhibited a capture anomaly. X-ray showed dislodgement. The lead was explanted and replaced when repositioning was unsuccessful. The patient was fine after the event.